Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the air/water channel tested positive for micrococcus(3cfu/100ml) but the test result cleared (B)(4) guideline. The testing for other channels indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for several bacteria. On (B)(6) 2017, the biopsy and auxiliary channels of the subject device tested positive for unspecified bacteria. (1cfu). On (B)(6) 2017, the biopsy and auxiliary channels tested positive for bacillus cereus (9cfu) and unspecified bacteria (3cfu). The suction channel and air/water channel tested positive for micrococcus luteus (1cfu). On (B)(6) 2017, the biopsy and auxiliary channels tested positive for micrococcus luteus(2cfu) and alternaria altenata(1cfu). The suction channel and air/water channel tested positive for micrococcus luteus(8cfu) and staphylococcus warneri(3cfu). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope 4). There was no report of patient infection associated with the event.